Event description:
It was reported that the patient underwent an unknown surgery on (B)(6)2024 and suture was used. After the patient's surgery, the doctor performed intradermal suturing. During the suturing process, the suture broke and was immediately replaced to suture the surgical incision for the patient. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ can you identify the product codes and lot numbers of the products that were used? ¿ were there any patient consequences? ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 5/2/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was received: product code should be w8683 . Lot number should be sebhct this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001570162 date sent to the FDA: 5/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.